Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n160877, implanted: (B)(6) 2008, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4)

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal. The patient's indication for pump use was intractable spasticity. The patient was currently being treated with baclofen intrathecal (2000 mcg/ml; 999.5 mcg/day). The patient's pump low reservoir alarm date was (B)(6) 2015, but the patient had been scheduled for a pump refill on (B)(6) 2015. At the refill appointment, the expected reservoir volume was 1.6 ml, and the actual reservoir volume was 2.2 ml. The low reservoir alarm volume was 3 ml. Per the consumer, the pump should have alarmed, but the alarm was not heard. The healthcare provider (hcp) did an alarm test in the office, but the hcp only played the critical alarm. The consumer noted that lately (B)(6) 2015) when the patient was being dressed, her arms were getting tight. Additional information has been requested, but it was not available at the time of this report.